Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 07/02/2021. An investigation was conducted on 07/07/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring the c-ring was observed to be transected and melted longitudinally down the center of c-ring. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 broke in half while using it in the leg. The c arm broke in half, did not have to retrieve anything out of the patients body / they did not see any pieces in the tunnel. No additional incisions needed. They had to wait for staff to get me a new hp2, which took a few minutes. I was able to work on prepping the vein I already had out and it was ok for the case. No patient effects.